Manufacturer narrative:
It was reported that the enterprise vrd was used emergently off-label to treat a cardiac embolus which was nearly occluding the m1 bifurcation. The enterprise stenting provided some transient relief; however, there was thrombosis of the stent as the solid embolus would not allow for expansion of this stent. The patient was intubated for the cerebral angiogram and intervention and was unable to be extubated post procedure. Neurology evaluated the patient and noted a large left mca stroke. After discussion with the family the patient was made comfort measures only. She was extubated and transferred to the floor where she showed no improved and expired four days post procedure. Prior to index procedure, the patient presented with sudden onset of right hemiplegia and receptive and expressive aphasia. She was on chronic anticoagulation due to prosthetic mitral valve replacement and was not considered a tpa candidate because her inr=2.05. She was transferred to another facility for cerebral angiogram and an attempt at catheter based clot extraction. Angiogram was performed, in the left mca, cardiac embolus is noted that nearly occludes the m1 bifurcation. A penumbra catheter was advanced into the left mca. Mechanical thrombectomy was attempted. The penumbra was removed, and a merci retriever was deployed. Three passes were made in this vessel, again without success. Merci catheter was removed. An enterprise stent was advanced into the anterior branch of the left mca. The stent was deployed and showed some prompt flow present into the anterior parietal branch. However, there was significant narrowing at the area of maximal embolus mass effect, and there was eventual thrombosis of the stent after approximately 10 minutes. Despite multiple attempts at mechanical thrombectomy, there was no relief of the occlusion. Based on the reported information, the patient's medical history, presentation with cerebral artery occlusion and lesion characteristics are factors contributing to the inability to re-establish adequate cerebral perfusion, the reported stent thrombosis with the off-label use of the enterprise, and subsequent death. As outlined in the IFU, the indicated use of the enterprise vrd is to prevent coils from protruding out of the aneurysm into the parent artery. There is no indication of any device manufacturing issues or device performance issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient was intubated for the cerebral angiogram and intervention, patient was unable to be extubated. Neurology evaluated the patient and noted a large left mca stroke. Discussions were held with the family; at the family's request patient was made comfort measures only. The patient was extubated and transferred to the floor, but did not show improvement, and died four days later. There is solid linear appearing embolus extending into the mca bifurcation, which has very tenuous flow present within the frontal and parietal branch of the left mca. There is a near occlusion of both of these branches, with some recanalization of the anterior temporal artery. The anterior cerebral artery territory is normal, with exuberant collateral from the aca providing inflow into the left frontal and parietal lobes. After embolectomy, there was some return of solid fibrinous material suggestive of cardiac vegetations, and disruption of this material produced occlusion of the mca. After advancing .054 catheter, there was reestablishment of flow within portions of these branches as well as return of normal flow in the anterior temporal artery. However, flow continued t o be tenuous at best, and attempts were made at mechanical thrombectomy with a mercy catheter. There was some continued disruption of the embolus, with eventual thrombosis of the bifurcation of the mca end anterior temporal artery. Endovascular stenting provides some transient relief, but there was thrombosis of the stent, as the solid embolus would not allow for expansion of this stent. Impression: left mca, cardiac embolus is noted, which nearly occludes the m1 bifurcation, with only a trickle of flow present. There is extremely sluggish flow throughout' the left mca territory. Despite multiple attempts at mechanical thrombectomy, there was no relief of the occlusion, with occlusion of the m1 terminus at the termination of the procedure. Medications consisted of at home lasix, warfarin, prilosec, detrol la, premarin, pravastatin, paxil, flonase nasal spray, intra-operative: fentanyl, zemuron, diprivan, nitroglycerin, neosynephrine, and post-op-length hospitalization: cardene, propofol, protonix, labetalol, potassium, calcium gluconate, vancomycin, levaquin, morphine. Note: lake region lot number 01416685 which is cordis lot number 13471784. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416685. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. Additional information will be submitted within 30 days of receipt.

Event description:
The patient cr experienced an acute stroke on (B)(6) 2010. She was seen at (B)(6). She was not felt to be a tpa candidate because her inr=2.05. She was on chronic anticoagulation because she was post status prosthetic mitral valve replacement. She was transferred to (B)(6) for cerebral angiogram and an attempt at catheter based clot extraction. Angiogram was performed, in the left mca, cardiac embolus is noted that nearly occludes the m1 bifurcation. A penumbra catheter was advanced into the left mca. Mechanical thrombectomy was attempted. The penumbra was removed, and a merci retriever was deployed. Three passes were made in this vessel, again without success. Merci catheter was removed. An enterprise stent was advanced into the anterior branch of the left mca. The stent was deployed and showed some prompt flow present into the anterior parietal branch. However, there was significant narrowing at the area of maximal embolus mass effect, and there was eventual thrombosis of the stent after approximately 10 minutes. Despite multiple attempts at mechanical thrombectomy, there was no relief of the occlusion. Pt was intubated for the cerebral angiogram and intervention, patient was unable to be extubated. Neurology evaluated the patient and noted a large left mca stroke. Discussions were held with the family; at the family's request patient was made comfort measures only. She was extubated and transferred to the floor. She showed no improvement. She died on (B)(6) 2010. This was an emergent, off-label use of the enterprise stent in a life-threatening case and the physician felt there were no other alternatives. All standard of care procedures were performed first prior to deploying the stent. This was reported to the local (B)(6).